Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient's device was not working because the patient did not feel stimulation. At the time of the call the patient was set to left side stimulation at 4.6 and was encountering an error message. The patient was assisted with changing to the right side, but the patient encountered the error message again at 5.2 and was still not feeling stimulation. According to the patient there had not been symptom improvement since the evaluation started and further mentioned feeling pain in the same area as the leads. The patient did not believe the leads were placed right or deep enough and the patient thought that this was why they could no longer feel stimulation. In a second call the patient reported that the patient was still not feeling stimulation, but the patient thought that this may be due to their previous back issues which cause the patient pain possibly masking the stimulation sensation. The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.